Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the unit shut down in the middle of a procedure. Follow up information confirmed that the unit was not unplugged while the rocker switch was on and there was proper ground connection. The procedure was not completed as a result and there were no patient complications reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.